Event description:
It was reported that the patient's implantable pulse generator (ipg) showed a significant decrease in battery voltage after six months of use with nominal settings. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).